Event description:
Customer reported that their pump screen was dark and would not turn on, and the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance to troubleshoot the issue, which included confirming that the pump was not connected to a power source and trying a different charging cable. The issue was resolved using a non-tandem charging cable, and technical support informed the customer that tandem does not recommend using third-party charging supplies unless instructed for troubleshooting. A replacement tandem charging cable was sent to the customer via two-day shipping.